Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following could not be completed with the limited information provided. Device code - ni, expiration date - ni, date implanted - ni, (B)(6), manufacture date ¿ ni.

Event description:
Information was received based on review of a journal article titled, " 15-year comparison of cementless total hip arthroplasty with anatomical or high cup placement for crowe I to iii hip dysplasia," which aimed to compare 15 years of clinical and radiological outcomes for cementless tha for crowe I to iii developmental dysplasia of the hip with anatomical cup placement with bulk bone grafting and with high hip center placement without bulk bone grafting in 68 hips. Patients were identified in the article that underwent total hip arthroplasty on an unknown date with the antomic placement technique who experienced leg length discrepancy. There has been no further information provided and the patient outcomes are unknown.